Manufacturer narrative:
The ge service rep adjusted articulating arm for proper resistance, arm is now not drifting after repositioning, working as intended.

Event description:
The customer reported the wig wag brake was not holding. No pt injury was reported.